Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and responded to the following question via email on 11-jun-2025. Question: it appears that the user noticed leakage from the angulation knob during the procedure. However, one of our internal experts had a question: under normal circumstances, such leakage should not be detectable during use, as internal pressure must be applied to observe air or bubbles escaping. Could you please clarify under what circumstances the leakage was found? Response: the leakage was found during the pre-use check. The examination was then completed using an alternative endoscope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2025, pentax medical became aware of an event involving a model ec38-i10m, serial number (B)(6) pentax medical video colonoscope in china within the apac region. During an endoscopic procedure, the physician noticed fluid leakage from the angulation knob area of the endoscope. Although the facility's engineer was promptly requested to perform a repair, the response was delayed, which led to a delay in the procedure. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is knob leakage. The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. Due to long time usage, the remote control button was broken and leaky. A DHR review was performed for the affected serial number of the product and no deviation or non-conformance was noted. Based on the investigation, a potential root cause of this failure is after prolonged use, the buttons on the remote control were damaged and the control body was leaking. The device was repaired by the third party and returned to the hospital. We have reminded the hospital to ensure that daily operations and reprocessing procedures comply with the IFU, and if found that the accessories are broken or signs of wear and tear, can be replaced in advance to ensure the normal operation of the device to use. Investigation completion and return date: 03-jun-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 08-jun-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 15-jun-2021. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.